Event description:
Boston scientific received information that during a non device/lead related procedure (coronary artery bypass graph operation) the right atrial (ra) lead was dislodged. Subsequently the patient was presented to the electrophysiology laboratory and the chronic ra lead was cut and surgically capped. A replacement ra lead was successfully implanted. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.